Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported by clinician "the device was set to deliver 2ml/hr dosage, but somehow changed to 10ml/hr upon customer's field service engineer (fse) log review, it was discovered that the user had programmed the rate to 10ml/hr from the start of the infusion. The device was programmed to 2ml/hr. The pump operated at 10ml/hr for one hour. The findings were shared with the user. There was patient involvement however no patient harm.

Event description:
It was initially reported by clinician "the device was set to deliver 2ml/hr dosage, but somehow changed to 10ml/hr. Upon customer's field service engineer (fse) log review, it was discovered that the user had programmed the rate to 10ml/hr from the start of the infusion. The device was programmed to 2ml/hr. The pump operated at 10ml/hr for one hour. The findings were shared with the user. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: unique device identifier (UDI)#, medical device serial#, concomitant med prod data, device manufacture date, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, medical device model#. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error.